Event description:
The customer reported that the cc (cartridge chemistry) side of the unicel dxc 800 synchron system was generating suppressed results (non-numerical results) for ast (aspartate aminotransferase), alt (alanine aminotransferase), and glucose with "blank absorbance low" errors. In addition, one "cuvette not dry before 1st reagent dispense" error was generated during the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer discovered liquid under reagent probe b and on the trfn (transferrin) reagent cartridge. Further troubleshooting performed by the customer revealed a loose reagent syringe and the customer tightened the syringe to resolve the leak. Failure mode is attributed to a loose reagent syringe and the customer tightened the syringe to resolve the leak. (B)(4).